Event description:
It was reported that 22 days after a drug eluting stenting treatment procedure, a sub-acute thrombosis occurred. In 9/2004 the pt presented to the cath lab and had a lesion in circumflex artery (cx) stented with a taxus express2 8.8% 2.50 x 24 mm stent. The lesion was pre-dilated with a 2.0 x 15 mm balloon, however, the stent was not post-dilated. Pt was placed on plavix and reopro post procedure. In addition, it was suggested that the pt was compliant with taking their medications. Twenty-two days later the pt presented to the cath lab complaining of chest pains. The pt was currently being evaluated for treatment at the time of notification.